Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that the caller indicated that they attempted to orient upright back left right orientation must be restarted the caller was trying to orient the adaptivestim and they were getting a message that the orientation was invalid. Prior to calling the caller attempted to orient the ins multiple times. They attempted to orient using upright, lying back, lying left and lying right. The caller stated that they skipped lying left or right in one instance that the tablet still displayed the message that the ins could not orient. During the call the caller oriented using upright back and left. They got the same message that orientation was invalid. The ins was implanted on the left side. The caller stated that they patient has copd and was unable to do more moving around for the adaptivestim orientation. The caller was going to meet with the patient again and attempt to orient the ins at a later time. The caller indicated that the ins feels somewhat tilted in the pocket but is parallel to the skin. The caller couldn't verify if the ins was moving in the pocket during the orientation process. The issue was not resolved through troubleshooting. The cause of the adaptivestim programming issues was not determined. The patient will let a manufacturer representative know when she is ready to try again, but she is willing to not have adaptivestim for now. The patient will not have an in-person appointment until covid is over. The issue has not been resolved at this time.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.